Event description:
A non-smoking patient with type 2 diabetes originally implanted with ti anterior tension band plate at l3 - l5 was revised. Several weeks status post surgery, x-rays of the plate showed good position at l5 but plate was pulling out at l3; vertebral bodies appeared to have shifted. Patient was revised to a 2 level alif at l3 - l5 with peek ar interbody spacers and bone graft. This is the fourth of four reports for this event.

Manufacturer narrative:
Device is in the investigation process, the device history record has been requested. No conclusion can be drawn at this time.